Event description:
Hcp reports removal of dbs system due to aseptic inflammation secondary to excessive activity of the right arm. The patient was implanted with a dbs system in 2005. In 2006 the device was removed due to aseptic inflammation caused by excessive activity of the right arm. The device reportedly was turning off frequently. The device was explanted but not returned to the manufacturer for analysis. No further information on patient symptoms or outcome were reported. No additional information on patient symptoms or outcome.